Manufacturer narrative:
(B)(6). (B)(6). The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. (B)(4).

Event description:
It was reported in a journal article that one (1) patient complained of paraesthesia of the plantar aspect of the associated foot, following a tibial lengthening procedure utilizing an intramedullary nail and external fixator. This reportedly resolved by three (3) months post-operatively. No further information is available.

Manufacturer narrative:
Root cause remains undetermined.